Event description:
Kimberly clark corporation received notice on 2002 alleging that on or about 02/2002, the patient claimed to have a urinary tract infection, cramps and diarrhea. Pt alleges that a portion of the pledget left in pt's vagina was the cause for pt's urniary tract infection.